Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a trial patient. It was reported that there was an allergic reaction covering the patient's mid-back to the waist with red, itchy welts around the incision site. She went to the emergency room (ER) and the area was cleaned with alkaline water, which helped. The area was then dried and re-bandaged and was given benadryl. She thought it was possibly from the adhesive from the bandage or something that was used to clean the site. The patient already saw the doctor, but he was unsure what caused the reaction. Intervention taken included total system explant. The trial lead was taken out early and the patient would be moving on to the permanent implant. The patient noticed the problems on (B)(6) 2016 night, the day of the trial.

Manufacturer narrative:
Review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.